Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed air bubbles in the infusion set tubing. In addition, the customer reported that the cartridge became disconnected from the infusion set during the night. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reconnected the tubing and cartridge and resolved the issue.